Manufacturer narrative:
The sample associated to this report is expected to be returned. If the sample is returned a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that alleged that the flange broke. This reportedly resulted in bleeding that prevented further attempts of entering another trach tube. There was no further incident to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the flange is separated from the tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that alleged that the flange broke. This reportedly resulted in bleeding that prevented further attempts of entering another trach tube. There was no further incident to the patient reported.